Manufacturer narrative:
(B)(4). Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All currents within spec range. The pump was monitored and no bright flash display or backlight anomaly noted during the testing. However, pump was received with a loud motor noise during rewind due to faulty motor. The motor was tested outside of the device and passed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that while rewinding the insulin pump there was an extra sound form the motor and also when the blood glucose meter send the reading over to the pump the insulin pump display makes a bright flashed. No harm requiring medical intervention was reported. The device will be returned for analysis.